Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Transseptal puncture height was 3.8cm. When attempting to insert the steerable guide catheter (sgc), an 18f femoral vein dilation sheath was used but the sgc still encountered great resistance. After repeated attempts the sgc was able to be inserted. Two mitraclips were then implanted successfully, reducing mr to grade 1+. When withdrawing the sgc, the minus knob was not functioning so the sgc could not be straightened fully. This resulted in a clinically significant atrial septal defect (asd) after removal of the sgc. The patient was not symptomatic but was hospitalized for a week. No intervention occurred.

Manufacturer narrative:
The device was returned for analysis. The returned device analysis was unable to confirm the reported inability to straighten the sgc in the "-" direction. However, the distal tip would not curve when turning the knob in the "+" direction, and the "+" knob was unable to rotate. The difficult insertion into anatomy could not be replicated in a testing environment as it was related to patient or procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult insertion could not be conclusively determined. The reported perforation is a cascading event of the positioning failure. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. The reported inability to straighten in the "+" direction and jammed "+" knob were determined to be a potential product quality issue. Exception (issue) 134827 was initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.